Manufacturer narrative:
Continuation of d11: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined however according to the patient she did not feel she got much relief at the trial. She stated she really wanted it to work and thought it would get better with longer use of scs. The physician would like to continue to reprogram the device to determine if different settings (contact use on lead) will be helpful. No plan to remove device at this time. Hcp sending patient to get and MRI to make sure no new injury.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that it has not been determined whether the patient will have the ins removed. The provider would like the patient to try some trigger point injections and think about it longer. The patient had good coverage stim wise. According to the patient, she never got relief, including the trial.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# unknown, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient said she has never had relief. She also said her trial was not great either, but that she was hoping the spinal cord stimulator (scs) would get better with time. The provider said she has ms which seems to be progressing and he suspects it is causing the patient's chronic pain to be worse. The patient said she wanted to remove the device since the therapy isn't working. The provider would like her to do a steroid injection series before explanting. The patient will also be reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient was seeing the no device found message on their controller screen; they had a communication/telemetry failure. No symptoms were reported. The patient did not have their recharger with them at the time of the call, so troubleshooting could not be completed. It was reviewed to have the patient recharge the ins and then try connecting to the controller again after that in order to access MRI mode. Additional information was received from the patient on (B)(6) 2020. The serial number of the controller was requested but the patient provided the serial number of the lithium battery pack. They were able to get the ins charged up, and then the controller was able to connect to the ins and put the ins into MRI mode. Issue was resolved. The patient did not know the reason why the controller wasn't connecting but stated that "sometimes its modem don't work". What was meant by this is unclear, so additional follow up will be done to get clarification. Additional information was received from a manufacturer representative (rep) on (B)(6) 2020. It was reported that the patient thought she was getting relief at first but then could tell the scs was not working. It was reported she had several reprogramming sessions to try different settings and nothing helped. Patient has multiple sclerosis so has fallen a couple times. X-ray was done after the fall and another x-ray planned to check lead placement and MRI determine another cause of increased pain. The rep programmed and explored the entire lead for options on (B)(6) 2020, however the patient only felt stimulation on their left side and right foot. Issue not resolved at this time. Additional information was received from the patient on (B)(6) 2020. Clarification was requested regarding the patient's previous statement that "sometimes the modem don't work". The patient replied stating it hadn't been working for quite a while and the ins was off. They explained that they could only feel stimulation on the left side; not on the right side lower back or right leg like it should be to help their pain. The patient noted they want to take the device out. They also noted that they were able to put the ins into MRI mode one time.